Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download showed no errors. The receiver functional test's, pass all relevant tests. Global receiver tool sound test: pass. Perform manual functional tests "try it", pass. Open receiver case for internal visual inspection, pass. Speaker resistance at 7.50 ohms. The complaint was not confirmed because there no intermittent audio heard. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.